Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there were loss of prime warnings. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump was returned to animas and evaluated on 13-dec-2017 with the following findings: there were multiple loss of prime warnings observed in the pump¿s black box. The pump was exercised for 24 hours with no loss of prime warnings observed. The pump¿s force sensor passed a calibration check. The battery compartment was found to be cracked. The display screen was dim and discolored.